Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to an advisory/recall notice. During the procedure, an attempt to place a coronary sinus lead was not successfull because of diaphragmatic stimulation.